Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual examination of the fiber found there were no visible defects. Microscopic examination found there was mild debris adhesion on the fiber tip and mild devitrification, indicative of tissue contact. Functional testing found the connector was in good condition. The fiber was further tested using the helium-neon (hene) laser fixture. The testing identified a break in the fiber body approximately 5cm from the control knob. It is probable that the break in the fiber occurred inadvertently when it was being removed from the packaging, when it was being attached to the console, or when it was being inserted into the scope. The instructions for use warns against excessive manipulation of the fiber as it may result in damage to the fiber.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure the fiber would not emit energy. A replacement fiber was opened to complete the procedure without complication. After that, the product returned for analysis and the investigation determined that the energy did not travel to the working end of the fiber due to a break in the fiber body.